Event description:
A vns programming nurse reported to our country rep that they had a pt in clinic presenting with high lead impedance on their systems diagnostic test. The pt's vns was programmed off and they are going to be referred for surgery. An eol calculation was performed and their generator is approaching end of battery life. Good faith attempts are underway for pt x-rays and further details about their reported high lead impedance.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.